Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
(B)(6). It was reported that on (B)(6) 2014, the patient was hospitalized with angina. On (B)(6) 2014, the patient underwent a coronary stenting procedure to treat 90% stenosis in the left circumflex (cx) to obtuse marginal artery. The 2.5x23 mm xience xpedition stent was implanted and the patient was discharged to home on (B)(6) 2014. On (B)(6) 2016, the patient was re-hospitalized with angina and coronary angiography noted the xience xpedition stent was patent, but intimal hyperplasia was present. Revascularization was performed on (B)(6) 2017, treating the cx and the patient was discharged to home on (B)(6) 2016. No additional information was provided.